Event description:
An abbott field service engineer was servicing an in-house architect i2000 analyzer and noticed an electrical burn on the surface mounted chip location u3 on the pcb (printed circuit board) of the sample handler lls (liquid level sense) antenna board attached to the analyzer. There was no observed fire or smoke. This pcb board is enclosed within the architect process module at the front of the analyzer. The electrical burn was visible only when the board was removed and inspected. No injury was reported.

Manufacturer narrative:
The operator proceeded to replace the sample handler lls antenna board. The instrument was operating per specifications after the component replacement of the sample handler lls antenna board. An evaluation was performed using the information provided by the customer, a complaint search, labeling review, and a product safety analysis of the architect system. Review of the safety memo and product evaluation indicates the architect i2000 is certified to the appropriate us, (B)(4), and international safety standards that apply to electrical equipment for measurement, control, and laboratory use. The objective of the safety standards as related to fire "is to ensure that the design and methods of construction provide adequate protection for the operator and the surrounding areas against spread of fire from the equipment". There shall be no spread of fire outside the equipment in normal conditions or in single fault condition. Abbott's equipment in most cases provides redundant protection against fire. In addition, the safety standards require double protection against electric shock. A complaint review did not find any additional complaints where an electrical burn was found on the surface mounted chip location u3 on the pcb of the sample handler lls antenna board during the time frame of 06/09/2011 - 10/10/2011. No adverse trends in conjunction with an electrical burn found on the surface mounted chip location u3 on the pcb of the sample handler lls antenna board were identified. The architect system operations manual was reviewed regarding electrical hazards and was found to contain adequate instructions for the operator. The architect system does not pose uncommon electrical hazards to operators if it is installed and operated without alteration, and is connected to a power source that meets required specifications. It also instructs the operator on an emergency shutdown procedure. Based upon the available information, no product deficiency was found.